Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was supposed to go up the middle of the patient¿s back and across her shoulders, the device was working fine, but her pain level had increased. The patient¿s healthcare professional (hcp) wanted her to have more leads or another ins implanted. Lastly, the patient stated that they met with a manufacturer representative (rep); the rep tried to adjust the device but the stim couldn¿t go higher. There were no reports of device issues or allegations. In the end, the patient was sent a list of doctors. There were no further complications reported or anticipated. On (B)(6) 2018 patltr (con): additional information was received from the patient on (B)(6) 2018 it was reported that the circumstances that led to the increased pain was the fact that the patient was denied disability several times forcing her to work desk duty. The work included prolonged sitting and sometimes lifting. Lastly, the increased pain was not resolved; the patient mentioned that they were in the process of having additional leads/ins placed because the implanting surgeon did not place it per pain management doctor¿s orders. There were no further complications reported or anticipated.